Manufacturer narrative:
The reliability analysis inspected 1 opened and or used enlite sensor and performed bicarbonate buffer test. The sensor failed per spec due to low readings.

Event description:
The customer reported via phone call of issues with their sensor readings. The customer states the sensor reading was 60mg/dl, but their blood glucose reading was 105mg/dl. The customer states the device alarmed for threshold suspend, and will not take the calibration due to it reading low. The customer states they have experienced multiple errors with different sensors. Troubleshoot was conducted. The customer was advised to remove the sensor and that it would be replaced and returned for analysis.